Event description:
It was discovered that a patient's right hip stem is broken. Revision not yet scheduled.

Manufacturer narrative:
Evaluation of provided patient x-rays has confirmed fracture of the stem as reported. Review of the device history records did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the provided product and lot code since its release for distribution during 2002. The investigation could not verify or identify any evidence of product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated.